Event description:
Healthcare professional reported "rupture" discovered via ultrasound and confirmed via MRI. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening , as per the investigation procedure, non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, e.1, g.2, h.3, h.6.

Event description:
Healthcare professional reported "rupture" discovered via ultrasound and confirmed via MRI. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.